Manufacturer narrative:
The manufacturer has contacted the author of this paper and received confirmation that no further information about this event will be shared. As such, the serial number remains unknown and the device will not be received for analysis. No further investigation is possible. As the device was not received for analysis, no investigation can be performed and the root cause of the event cannot be confirmed. Nevertheless, it is reasonable to conclude, based on the available information, that the event is attributable to structural valve deterioration of the prosthesis. Device not available.

Event description:
The manufacturer was notified of the following event through a publication titled "early structural degeneration of mitroflow aortic valve: another issue in addition to the mismatch?" (Author: g. Rubolo). A patient underwent mitral and aortic valve replacement and concomitant graft operation. A mitroflow dl size 19 prosthesis was implanted at the aortic site. 2 years later, the patient is readmitted ot the hospital due to progressive shortness of breath on exertion without any clinical signs of infection. The specific and non-specific laboratory findings of inflammation are in the normal rage: erythrocyte sedimentation rate (esr) is 5 mm/h (normal range, 1¿7 mm/h); c-reactive protein (crp) is 4 mg/l (normal value <6 mg/l); plasma viscosity (pv) is 1.1 (normal range, 1.05¿1.30); procalcitonin is 0.08 (normal value 0.15 ng/ml); white blood cells (wbc) are 7.00×109/l (normal range, 4.00×109¿11.00×109/l). Blood culture and urine culture are negative. She has previous graft operation and avr (19-mm mitroflow dl model) 2 years ago in the cardio surgery unit of ¿p. Giaccone¿ university hospital. She suffers from hypertension and diabetes. Tte shows a significantly increase of trans-prosthetic aortic valve gradients (mean transvalvular gradient 42 mmhg) and peak flow velocity (4.5 m/sec). Tee reveals a severe reduced mobility of the prosthesis cusps compatible with a svd. Coronary angiography shows no further progression of coronary artery disease and a good patency of the grafts. Redo operation is performed. The mitroflow aortic valve is examined through a transverse aortotomy: the cuff of the prosthesis is covered with a thick intima, and the cusps are very stiff. The prosthetic valve is removed and a 21-mm mitroflow crown prt aortic valve is implanted. The patient is weaned from mechanical ventilation on the first day after surgery, and discharged on the 20th postoperative day.